Event description:
The three thunderbeat devices broke in the one procedure with the same patient. During procedure of laparoscopy, when using the forceps, the probe of the tb-scissor fell into the patient, was then found and extracted. For lot pw30716, the device was sent back.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the probe was found to be broken. In addition, the proximal side of the tissue pad was found to be worn away and the coating of the grasping section was partially peeled off. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the probe broke due to contact with a surgical instrument or the non-insulated area of grasping section. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. ¿seal & cut¿ output was activated while grasping a thick tissue with the tip of the grasping section. The proximal side of the tissue pad come in contact to the probe. As a result, the pad was worn away. 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke when added some load. This following information is included in the instructions for use (IFU): "do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." ¿during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.¿ ¿if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer initially reported to the olympus representative during a therapeutic laparoscopic hysterectomy, the thunderbeat probe broke and fell into the patient. The broken piece was removed. This event was reported in patient identifier (B)(6). After a request for additional information, it was reported an additional two (2) thunderbeat handpieces broke during the same procedure. The pieces were removed. The procedure was completed with another device. There was no prolonged hospital stay for the patient. There was no patient harm or injury. The olympus representative also reported the functional mode was seal and cut and the device usage was regular and optimal. The surgeon does not recall any particular abnormalities during the event except an error alert. The device was used for 60 minutes prior to the event. There was no event history log for the usg-400 available. The usg-400 software version was 2.00. The intelligent tissue monitoring (itm) was on, which is the usual setting in the facility, was not changed during procedure. The user understands the functionality of itm, which may not always detect already cut tissue. The customer has reported the incident to the national agency for the safety of medicines and health products (l'agence nationale de sécurité du medicament) (ansm). The event includes three (3) reports as follows: patient identifier (B)(6): tb-0535fcs, pw307217, patient identifier (B)(6): tb-0535fcs, pw109720, patient identifier (B)(6): tb-0535fcs, pw30716. This is report 3 of 3 for patient identifier (B)(6): tb-0535fcs, pw30716.